Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 501 mg/dl. The customer treated through a manual injection. The customer's current blood glucose is 462 mg/dl. The customer stated that she has only been on the pump for a week and before pump therapy she was in and out of the hospital for a week and had low readings of 64 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer declined to further troubleshoot.